Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm. The device continued ventilating the patient. However, the patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.